Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found a gap of adhesive on the distal end, resulting in a stain that had entered inside the lens. A gap was also found between the acoustic lens and ultrasound probe. In addition, the elevator channel plug was loose. Switch 1 did not work due to corrosion. The forceps control lever did not move smoothly due to damage. The up/down knob could not be locked securely due to wear and tear of the forceps elevator lever. The celling plate was deformed and the scope body was cracked. The switch flexible printed circuit unit cover had corrosion due to a water leakage preventing all of the switches from working. The charged coupled device unit and its cable were positioned at a limited length for repair. The electrical connector had corrosion due to water leakage. The acoustic lens had a scratch and did not reach the glue-layer. The adhesive on the bending section cover was chipped. Due to wear and tear of the angle wire, the play of the up/down knob and the bending angle in the down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the handle of the gastrovideoscope was not sealed at the auxiliary channel connection. There were no reports of patient involvement.